Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a rotational atherectomy treatment procedure, there was difficulty advancing the burr over the wire. The 1.5mm rotalink plus was advanced over the rotawire guidewire, but after it was advanced about 90cm, it could not be advanced any further. The physician removed the burr and rotawire examined it. There appeared to be no damage to either, so he repeated the burr advancement over the wire, with still no success. A new 1.5mm rotalink plus was opened and they were able to complete the procedure successfully. No patient complications were reported and the patient's status is fine. Upon returned device analysis, a pin-hole leak of the burr catheter sheath was observed.

Manufacturer narrative:
Device evaluated by manufacturer: the plus unit was returned to site connected together. Blood was noted within the returned catheter sheath. An attempt was made to wire guide the returned unit. Resistance was met in the distal end of the coil approximately where blood was noted within the sheath. An attempt was made to wet test the rotablator plus unit. The pin-hole on the sheath was 20 cm from the strain relief. The burr was microscopically examined and no issues were noted with the annulus of the burr. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. This confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user error. The rotablator dfu states that 'if the hemeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve'. (B)(4).